Event description:
During a follow-up on (B)(6) 2019 the lead was found to have abnormal impedance. It was confirmed via film that the lead was broken. This lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided x-ray image. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint description, the available x-ray image of the pocket area shows a deformation of the lead's conductor coil. However, without an analysis of the lead itself it cannot be definitely determined whether there is indeed a fracture of the conductor coil. Furthermore no conclusion can be drawn regarding the root cause of the damage. An interaction with the nearby lead or a tight suture should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - during a follow-up on (B)(6) 2019 the lead was found to have abnormal impedance. It was confirmed via film that the lead was broken. This lead was capped.